Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring had crack. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.